Manufacturer narrative:
Serial number: (B)(4). Device identifier: (B)(4). For the 33 reported events, ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 20 march 2019. The gehc internal field modification number is (B)(4). Customers were sent a letter explaining the issue and requesting the customer to inspect the warmer bedside panel latch areas. Replacement of broken bedside panels will be provided by gehc. A set of warning labels will be supplied for application to the bedside panels. These labels will warn the user to not use the bedside panels for maneuvering the warmer and indicate the correct method of maneuvering the warmer. An addendum to the operation and maintenance manual will also be provided emphasizing the need to check and ensure that the bedside panels and latches are not cracked, broken, or damaged before every patient use. The addendum will also contain instructions to increase detectability of broken or cracked bedside panels.

Event description:
This report summarizes 33 malfunction event. A review of the events indicated that model m1118179 infant radiant warmer had a material integrity problem that could cause a patient fall. The 33 reported malfunctions were reported as follows: 8 broken side walls, 7 broken south wall, 4 broken west wall, 3 cracked or broken east wall, 2 cracked side panel, 1 west lateral wall is degraded and cracked, 1 damaged foot hinge, 1 broken east wall, 1 deteriorating wall, 1 broken cradle wall, 1 damaged catch preventing sidewall from staying up, 1 south wall had an end broken off and would not stay in place, 1 south panel hinge is broken, 1 damaged port hole wall. These reports were received from various sources. Of the 33 events, 33 did not involve patients.